Event description:
Caller reported a malfunction on the pump, indicated by malfunction code malf 16- 0x2280. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer had no backup therapy available and intended to contact their healthcare provider. Tandem's technical support confirmed the customer's address and sent a replacement pump, advising the customer on storage mode before returning the malfunctioning pump and the steps to follow upon receiving the new one.